Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.

Event description:
It was reported that the pt's pain pump was removed due to increased pain and evidence of infection, organism unk. The pump was removed on (B)(6) 2011. The drug in the pump at the time of the event was morphine sulfate. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.